Event description:
Synergy china registry. It was reported that patient experienced coronary atherosclerotic heart disease which was treated medically. In (B)(6) 2019, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) and extended up to distal rca with 95% stenosis and was 42 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 20 mm synergy stent overlapped with another 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Four days later, the patient was discharged on aspirin. In (B)(6) 2020, the patient was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. Angiography without revascularization was performed and the event was treated medically. Three days later, the patient was discharged on aspirin. In (B)(6) 2020, the event was considered recovered and resolved.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).